Manufacturer narrative:
The suspect medical device was updated. Applicable fields of sections d and g were updated. The e411 serial number was (B)(6). The investigation determined the event was due to an issue with a particular reagent pack from lot 503901 with sequence number (B)(6). This reagent pack was calibrated multiple times and continued to show issues. The qc results showed a significant shift upwards as did the results for patient samples. The issue was resolved by loading a new reagent pack and calibrating. No batch issues were identified for reagent lot 503901.

Manufacturer narrative:
The customer had qc results that were out of the acceptable range. The customer used a new bottle of qc but the results remained high. The customer loaded a new reagent and performed lot calibration. Qc was within range. The customer also had calibration issues liquid flow cleaning (lfc) was performed on (B)(6) 2021, however, the customer still had calibration issues; qc was acceptable. The field service engineer (fse) performed preventive maintenance. The investigation is ongoing.

Event description:
The initial reporter questioned qc and patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas e 411 immunoassay analyzer. The results for 8 patient samples were discrepant. The following are examples of the type of results received for 4 patient samples. Patient 1 initial result was 3235 pg/ml. The repeat was 1154 pg/ml. Patient 2 initial result was 958 pg/ml. The repeat was 361.9 pg/ml. Patient 3 initial result was 8879 pg/ml. The repeat was 3079 pg/ml. Patient 4 initial result was 2654 pg/ml. The repeat was 1072 pg/ml. It is not clear which result was believed to be correct. Questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 50390105 with an expiration date of oct-2021.